Event description:
(B)(6), is administering rapid tests on the school premises. I received a call stating the my son was tested at school which resulted in a positive covid-19 test results. The following day I took my son to get tested at a clinical lab, and those results were negative for covid-19. It is concerning because there has also been an outbreak in one of the classes in this school. Students are also being placed on modified quarantine even though they've come in contact with positive covid students. There are no safety measures in place or social distancing being practiced. I bare the question, how many students are being sent home with possible false positive covid-19 results, and how many students are being kept in school with possible false covid-19 results. So, many students have taken the rapid test at the school, many being administered by themselves. Hours after having received a phone call along with an email stating the positive result, I then received a text message from the school stating my son had a negative test, and still needed to fully quarantine for 10 days. I don't understand is it positive or negative. Hence my reasoning for taking my son to a different location to get tested. FDA safety report ID# (B)(4).